Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s) during hospitalization, the patient was treated with vancomycin intravenously and intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. On the same day this report was received, the patient was treated with a single dose of vancomycin (dosage and route not reported) for the peritonitis event. Dianeal therapies were ongoing. After twelve days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis. No additional information is available.